Manufacturer narrative:
Patient-specific information a2. Age and a3. Weight is unknown at the time of this MDR writing. Investigation: the device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding, the stroke, clinical details would have to be provided. The cause was unable to be determined due to insufficient clinical details.

Event description:
The complaint reported a patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella cp device for mechanical circulatory support and during this support the patient experienced a cerebral hemorrhage and expired. The patient presented with ventricular fibrillation and was managed with extracorporeal membrane oxygenation (ECMO) and impella. The percutaneous coronary intervention (pci) was performed both the same day and the next day. Heparin purge: 5% dextrose in water plus heparin 10u/1ml. The patient had anisocoria the day before the scheduled ECMO removal, and computed tomography scans revealed cerebral hemorrhage. Difficulty in controlling coagulation was observed and activated partial thromboplastin time (aptt) exceeded 40 even without heparin. Thrombosis was observed within the ECMO circuit; therefore, heparin was resumed. The specific date and time are unknown. Arterial blood pressure was noted as 90-120/70-80 mean: 70-80. After confirming the cerebral hemorrhage, the physician decided to switch to sodium bicarbonate purging. While the cause is unknown, the physician commented that difficulty in controlling coagulation was considered a contributing factor. There was also trauma, but this was ruled out. Additional information was received and noted the following: it is unknown whether the patient received a blood transfusion. Fluid infusions were administered. There were no difficulties with delivery, but the colony was tortuous. Although the circumflex artery was 100%, it was unable to be opened by pci after insertion. It was opened via retrograde the next day. The ruled out "trauma" was referring to head trauma that was noted upon arrival at the hospital, but the details are unknown.